Event description:
It was reported that during an implant procedure the patient blood pressure was noted to be low. A fluoroscopy was performed and heart motion was noted to be minimal. An x-ray noted the tip of the right ventricular (rv) lead was in a different location than it was originally placed. The rv lead was removed and an echocardiogram confirmed a pericardial effusion with tamponade and a cardiac perforation. A pericardiocentesis was performed and the blood was removed from the pericardial sac and a drain was placed. The rv lead was reimplanted. An echocardiogram performed later that day noted that the effusion had resolved. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.